Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified medication, at unspecified rate, via a plum pump. After an unspecified length of time in use, an unspecified volume of air was noted in the tubing set distal to the cassette. It was reported that a hole was noted in the tubing, "just below the cassette." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if any air was delivered to the pt.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4). The domestic list number has a common device name of 80frn and has a 510k of k865060. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.